Manufacturer narrative:
The information in this file was provided by (B) (4). No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported through the attorney for the patient as a result of a legal claim that allegedly the patient received a trident ceramic on a ceramic hip system. It was further alleged that, the patient is experiencing "squeaking" from the system.